Event description:
The complainant reported that a therapeutic implant of a vaxcel pasv PICC was performed on a male patient in 2007. On the next day, the nurse noted that there was a clot in one of the lumens of the device. The nurse attempted to de-clot the lumen with tpa. This attempt was unsuccessful and the decision was made to remove the line and replace it with another 5fr dual lumen PICC. Upon removal, a hole was found in the non-clotted lumen. The hole was reported to be located at the very distal end of the catheter, which is the portion of the catheter located in the superior vena cava of the patient. The complainant reported there were no adverse affects on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device has not yet been returned for evaluation; therefore, a physical evaluation has not been performed. We are unable at this time to determine if the device met specification. Upon receipt of the complaint device, a supplemental medwatch report will be filed. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. There were no previous complaints reported for lot number 1203549. The complaint report for the month of july 2007 was reviewed for the vaxcel pasv PICC dual lumen product family. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter", "leakage", or "occluded" for the last 15 months. At this time, we are unable to determine the relationship between the device and the cause for this event.